Manufacturer narrative:
An event of the valve "slipping down into the eft ventricle", severe aortic regurgitation, "cardiac stand-still", ventricular tachycardia, and ventricular fibrillation was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 29 mm navitor tavi valve was chosen for implant. A 22 mm balloon catheter was used to perform pre-dilation prior to implant. During deployment of the first valve (s/n (B)(4)), the user had trouble anchoring the valve at a good depth. The user reported the valve kept slipping down into the left ventricle. During the third attempt at deployment the patient became unstable and there became an urgency to place the device. An echocardiogram was performed which revealed severe aortic regurgitation (ar) and "cardiac stand-still." The patient developed ventricular tachycardia with ventricular fibrillation (vt/vf) arrhythmia. The surgeon urgently placed a 29mm navitor tavi valve (s/n (B)(4)) in attempts to fix the patients ar while performing CPR. The patient was also defibrillated "a couple times." Return of spontaneous circulation was achieved and the patient developed a junctional rhythm. The second valve was positioned at an optimal depth. The patient was stabilized and there was no indication of residual paravalvular leaks. The patient was transferred to the intensive care unit for close monitoring post procedure. Patients medical history includes rheumatic fever, aortic stenosis, and myocardial infarction. According to the user, the malposition of the valve created severe aortic regurgitation and may have disrupted the hearts conduction system which could have caused or contributed to the patients arrhythmia and hemodynamic instability. No additional information has been provided.